Manufacturer narrative:
Investigation summary: a total of 206 samples were returned in different packaging. Visual inspection was performed on all the samples. The summary of the results are stated as below. Package label no of samples open / unopened no of fm found a 90 not in any primary packaging white fm = 5 pcs embedded fm = 1 pc b 50 in opened primary packaging white fm = 2 pcs embedded fm = 2 pcs c 50 in opened primary packaging embedded fm = 1 pc d 14 in opened primary packaging no fm found. Note that 2 non-bd products were returned in opened packaging that were stick on the shelf carton. Brown embedded fm was found in the needle cover. Loose white powdery fm was found on the needle cover. Figure 3.0: embedded fm and white fm found. Investigation conclusion: white fm and embedded fm was found. Root cause description: loose white powdery fm was found. The white powdery fm is more likely from the top web material. A (B)(4) has been issued to the top web supplier. Brown embedded fm was found in the needle cover. A (B)(4) has been issued to the needle cover supplier for further investigation. DHR- device history record of packaged needle(pn) batch 7111357, catalog number 382412 and its assembled needle(an) batches 7111413, 7111395 and 7111412, part number 8365076 was reviewed. No quality notification was raised for similar nonconformance during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd angiocath¿ plus was found before use with foreign particles on catheter. There was no report of injury or medical intervention needed.